Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. It was reported that the ring on the reservoir compartment was loose and out. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with missing retainer and reservoir tube lip oring. Unable to perform displacement test due to physical damage. Device was received with faded serial number label. Device was received with minor scratched display window, case and keypad overlay.